Manufacturer narrative:
The customer's reported condition of fail code 810:11 was confirmed. A field corrective action has been initiated.

Event description:
A fail code 810:11 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.